Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable lead had a chest x-ray and noted that the lead appears kinked again. The patient also mentioned experiencing shortness of breath (sob) from having coronavirus. Boston scientific technical services (ts) then referred the patient to the physician. Moreover, there was no intervention information as of the moment. The lead remains in service. No adverse patient effects were reported.